Event description:
The pt was anesthetized and ready for surgery, when the hospital personnel discovered that the wrong implant was received at the hospital. The surgery was cancelled and rescheduled.

Manufacturer narrative:
The pt was anesthetized and ready for surgery when the hospital personnel discovered that the wrong implant had was received at the hospital. The surgery was cancelled and rescheduled. Upon investigation, it was concluded that due to a shipping error, the wrong implant was shipped to the hospital. The returned device was evaluated and it was confirmed that there was a shipping error.